Manufacturer narrative:
The device was evaluated by ventec where the reported issue of its alarms not working could not be duplicated or confirmed. Proper device operation was observed through functional and performance testing. The electronic records from the device were also downloaded for review where no discrepancies were observed. The cause of the reported issue could not be conclusively determined.

Event description:
It was reported to ventec that the device's alarms were not working. There was patient involvement associated with the reported event. The patient's caregiver advised that when removing the patient from the vocsn, that the "patient circuit disconnect" alarm would not go off as expected; however, the battery use alarm would. There were no reports of patient harm as a result of the reported issue. No further details about the patient were provided.